Event description:
Pt and pt's wife contacted dexcom technical support on (B)(6) 2012 to report that pt had experienced a hypoglycemic episode while mowing the lawn out in the yard and had become disoriented. Pt's wife bought him inside where he continued to be disoriented and eventually lost consciousness. Pt is unsure of the alarm settings on his cgm and doesn't remember his cgm or bg values around the time of his episode. Pt's wife took him to the hospital where pt's bg was measured at 17 mg/dl and where pt received dextrose tablets. At the time of his call to dexcom technical support, pt reports he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.